Event description:
Additional information was received regarding the reported issue : when the camera was plugged in, there was no image displayed. The camera was changed, and the case was completed with no issues. No other information was known.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue, and additional information based on the legal manufacturer's final investigation. Additional information provided in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the faulty cable attributed to no image. However, the root cause of the faulty cable could not be identified. The device's instructions for use provides the following regarding proper handling of the cable: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the electrical cable had kinks and cuts and there was no image due to a faulty cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.